Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued on an unknown date. The patient was discharged from the hospital five days after hospitalization. At the time of this report, the patient has recovered. It was reported that the patient was still in hemodialysis and will restart capd therapy next month. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized sixteen days after event onset for five days. On the same day as the onset of event, the patient was treated with vancomycin injection (1500mg per bag, route, frequency and duration were not reported) and gentamycin injection (40mg per bag, route, frequency and duration were not reported). At the time of this report, the patient was recovering and pd therapy was discontinued and the patient switched to hemodialysis three times a week. No additional information is available.